Event description:
This is filed to report pericardial effusion requiring intervention, gripper line jam, gripper line break and gripper line left in the body. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was an extensive bi-leaflet prolapse. During the procedure, pericardial effusion was caused by the transseptal needle. It began as mild and became moderate as the mitraclip procedure progressed. Therefore, a pericardiocentesis was performed to alleviate the effusion. One xtr clip was implanted. A second xtr clip was being deployed and resistance was encountered when starting to retract the gripper line. Troubleshooting was performed by releasing the delivery clip fastener and m knob. Then releasing the guide curve partially and retracting into the guide. It was still able to retract but the physician needed to use more force. When half the gripper line was out it broke. The gripper line was cut and part of the line was left inside of the body. Normal saline and pressors were given to maintain the blood pressure. Two clips total were implanted reducing the mr to 1-2. Since the mr was reduced and the clips were stable the decision was made not to retrieve the broken line. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar complaints reported from the lot. Based on the available information, a cause for the reported inability to remove the gripper line could not be determined. The reported gripper line break during removal appears to be a cascading event of the inability to remove the gripper line. The reported pericardial effusion appears to be due to procedural conditions. The reported foreign body in patient is a cascading event of the gripper line break during removal. Additionally, pericardial effusion and foreign body in patient are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical interventions (pericardiocentesis and gripper line cut) and medication were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.